Manufacturer narrative:
Legal manufacturer: hcs helsinki - kuortaneenkatu 2 finland helsinki etela-suomen laani, fin-00510. A1-6: not provided by the customer. Ge healthcare's investigation is in-progress. A follow-up report will be submitted when the investigation is completed.

Event description:
It was reported that the carescape b650 did not monitor nor provide alarms for a patient who was found in cardiopulmonary arrest. The patient expired.